Manufacturer narrative:
The ontrack form documented all cleaning, disinfection, and sterilization information that was reviewed during the in-service. The olympus endoscopy support specialist (ess) provided the user facility staff with reprocessing training materials for their reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer submitted an in-service and learning request to olympus for reprocessing on an oes cystonephrofiberscope. According to the olympus endoscopy support specialist (ess), the customer was not leak testing scope, and not fully immersing the control body/scope in the high level disinfectant (hld). The hld was in the patient room and leaving syringe connected to the scope when soaking in aldahol, rinsing hld off the scope back in the sink and not properly storing in the closet of scopes. Scopes were lying flat on a chucks pad after hld. No alcohol was being used to dry the scope. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incorrect reprocessed was use of a different procedure from the instruction manual (including cases where leakage test is not performed properly). Olympus will continue to monitor field performance for this device.